Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the ventilator was "wheezing". It is unknown if the unit was in patient use at the time of the reported issue. There was no patient or user harm reported. The unit was evaluated and ran, and the reported issue was confirmed. It was determined that the blower is faulty and no longer functioning properly. A blower replacement was ordered for replacement.

Manufacturer narrative:
A field service engineer went onsite and replaced the blower to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.